Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable chol2 cholesterol gen.2 or ldl-cholesterol results for a total of three patients. Of the data provided, only the cholesterol result for one patient was discrepant and reported outside the laboratory. The initial result was 415 mg /dl. The result was released and the treating physician complained. The sample was retested and the result was 164 mg /dl. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Based on the data provided, a general reagent problem was ruled out as calibration and qc were acceptable.

Manufacturer narrative:
A specific root cause was not determined. The field service representative performed preventive maintenance including checking and adjusting the pipettes, changing the wash unit tubing, adjusting the wash unit pipettes and water levels, and checking the gear pump head was working properly. He performed precision testing. No further issues were noted after the preventive maintenance visit, so the issue appeared to have been resolved.